Event description:
It was reported by the distributor that the doctor had to remove a portion of the graft. The remainder of the graft remains implanted. Details as to why the removal was needed were not provided.